Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Manufacturer narrative:
Correction: facility address, and phone number updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.